Event description:
Reporter indicated that vns pt had passed away. The pt was hospitalized two days post-implant due to other multiple comorbidities and died while hospitalized. It was reported that stimulation had not been initiated and that the event was not related to the vns. Certificate of death lists immediate cause of death as respiratory failure secondary to aspiration and altered mental status. Autopsy results are pending. The device was not explanted. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.